Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked reservoir tube lip, missing end cap sticker. Pump unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor (gold). Motor passed motor test. Unable to verify no delivery alarm due to prime anomaly. An unexpected restart after battery change due to faulty on ib. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, no delivery test due to prime anomaly. Drive support was inspected and no anomaly was noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm delivery and motor error. Customer's blood glucose at time of incident was 15.1mmol/l. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was able to clear and rewind pump again. Customer received 19 motor errors within the past 30 days. The customer was advised to discontinue use of the device and revert to a backup plan. Customer insulin pump is low.